Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that no insulin would come trough the luer lock during fill tubing with multiple cartridges. Reportedly, when the user took the cartridge off of the pump, insulin leaked at the o-ring area. The user believes the cartridge was filled with 300 units; however, stated that it was possible that the cartridge was overfilled. The user's blood glucose (bg) level was 280 mg/dl. The bg level was addressed with a bolus. Reportedly, the user successfully loaded a new cartridge and resumed insulin delivery.